Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 809 mg/dl and ketones that were not identified as dangerous by a healthcare provider. Cause was not known. The customer attempted to address their bg with a bolus via pump. Multiple attempts were made by tandem technical support to obtain additional information, but no response was received.